Event description:
Boston scientific received information that during a device change out prior to pocket closure, this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range (oor) shocking lead impedance (sli). A fault code 1005 was observed when shock was to be delivered. Boston scientific technical services (ts) had a discussion on fault code 1005. The lead was hooked to the old device and still got high oor sli measurement. Subsequently, the lead was replaced due to insulation damaged however the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.